Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. Final angiogram showed a successful evar. However, it was reported that, when the physician attempted to remove the guidewire from the main body side (left) some resistance was encountered. When fluoroscopic imaging was re-established, the bifurcated stent graft was no longer in its original position but was sitting in the aaa sac. As per the physician, the cause of the event is unknown but will be followed up with. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received on this case reported that a secondary intervention was performed to treat the previously reported malposition of the device. During the re-intervention, an endurant aui and endurant limb extension were implanted and a left to right fem-fem bypass performed. It was reported that post the implant of the aui a type ia endoleak was observed. 10 aptus endoanchors were implanted. It was reported that the type ia endoleak was resolved with no follow up necessary. No additional clinical sequelae were reported and the patient is fine. Films review summary: the exact cause of the inaccurate delivery of the bifurcate during implant could not be determined from the pre-implant films provided. Films during and post-implant were not available for review, and the reported event could not be assessed. Pre-implant CT¿s returned revealed that the patient¿s proximal neck ranged in diameter from 27 ¿ 25 ¿ 30mm along the 3cm length. The neck was extensively calcified and moderately angulated to ~55 deg a-p. The distal aorta was small (16mm flow lumen) and calcified, and the iliac arteries were non-torturous but extensively calcified; bilaterally. A previously implanted ~6mm ID stent was seen placed within the right common iliac artery diameter, and another 7mm ID stent was seen placed within the origin of the left external iliac artery. This event was most likely user related. It is unclear if implanting within the calcifed and angulated neck, small and calcified distal aorta, or implanting within pre-existing iliac stents may have also contributed. The cause of the reported proximal type I endoleak occurring during the intervention after implanting the aui is unknown, but may been related to the calcified and angulated proximal neck. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received on this case reported that as per the physician, the reason for the type 1a leak after the implantation of the aui device was caused by a collapsed suprarenal fixation constraining a portion of the aui device. As per the investigator, ballooning and implantation of endoanchors resolved the leak. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.